Event description:
It was reported that, during testing, a pump indicated an error code. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue is unknown however, a defective capacitator was what caused the issue. It was recommended that the backup capacitator be replaced as corrective action. Product is beyond 15 years from manufacture date of 2007-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.